Event description:
Dealer stated that caster wheel tire is disintegrating; coming apart in chunks. Dealer stated that due to condition of wheel the wheel lock will not engage. Dealer stated that chair is located at villa at sunny acres but did not have address.